Event description:
It was reported the screen turns off. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer powered up and interrogated with no issues. Programmer was left on for at least 24 hours with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.